Event description:
It was reported that the battery indicated fluctuations from 100% to 5% and then back to 100%. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event due to unsuccessful attempts to contact the customer for further investigation.